Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01108. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Age of device: 0 days. Device evaluation: the reported driveline disconnect alarm was confirmed via the submitted log file. The returned modular cable was tested together with laboratory test equipment and the system functioned without any alarms active. The modular cable was tested per qap, modular cable test to evaluate the integrity of its wires. The modular cable passed testing without issue, reference attached test document. The root cause of the reported event could not be definitively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a driveline disconnected alarm was observed during a new implantation of the lvad. The system controller was exchanged; however, this did not resolve the issue. The modular cable was exchanged to resolve the issue. The decision was made to replace the pump the patient was placed on bypass until the replacement pump could be successfully implanted. It was reported that the patient tolerated the procedure well.